Event description:
Consumer reported complaint for high blood glucose test results. Customer stated that she dropped meter a while ago. The customer is concerned with results obtained from results obtained of 185 mg/dl am fasting obtained a few days prior to the call. The customer¿s expected am fasting blood glucose test result range is 75-85 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/20/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (customer confirmed she is not concerned with this result): result 1: 78mg/dl, date: on (B)(6), time:9:25am fasting, result 2: 86mg/dl, date: on (B)(6), time: 10:15am fasting , result 3: 75 mg/dl, date: on (B)(6), time:5:12pm unknown, result 4: 90mg/dl, date: on (B)(6), time:10:35am fasting, result 5: 74 mg/dl, date: on (B)(6), time:11:06am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 14-apr-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.